Manufacturer narrative:
Original submission failed acknowledgement 3 (ack3) and was not realized until may 2021. Mesa worked with the esg help desk.

Event description:
The customer reported that an inpatient tested negative using accula sars-cov-2 on (B)(6)2020. The patient was asymptomatic, had known exposure to covid-19, and had not traveled to a high risk area. The nasal swab sample (from both nostrils) was collected on (B)(6) 2020 using the sterile rayon swab provided in the test kit. The sample was stored less than 30 minutes. All samples were treated in this manner. The test was performed on site. The read window of the test cassette was clear. External qc were performed and produced appropriate results. The test was repeated on (B)(6) 2020 using the same sample buffer and same kit lot number (lot #20051004) and produced a negative result. The sample was stored for 1 hour at room temperature before it was retested. The sample was not recollected. The test was also performed using cepheid gene xpert. The np swab in vtm was stored at room temperature. The test was performed on site on 7/1/2020 and produced a positive result. No CT value was provided. An antibody test was performed: igm positive; igg negative no patient information available. No adverse event occurred. The used devices were not returned to the manufacturer, but devices manufacture and qc results from the same lot were evaluated with no issues. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803. Late report due to delay in receiving feedback from complaint on lot information and cepheid results.